Manufacturer narrative:
The complaint notification associated with this device described the knee joint is defective and a bolt is missing. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at the manufacturer's after sales service center on may 18th, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint is loose, the front linkage is bent and the ebs hydraulic is damaged. Although requested several times additional information regarding the usage of the device did not arrive until now. An exact reason for the damages could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the knee joint is defective and a bolt is missing. The patient did not fall, no serious injury occurred due to this failure.